Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
The cardiohelp was directly involved in the incident which ccurred during patient treatment. It was reported that the unit turned itself off after a device defective (0xd00e) error message. According to the service order#43397448 (dated on (B)(6)2020 ) the technician did a preventive maintance. As stated by the technician via e-mail from (B)(6)2020 malfunctions were not detected in the system. The device was cleared for clinical use. Thus the reported failure "device defective" could not be confirmed. According to the r&d department the most proable root cause is that a short overload due to the extensive high volume activity (5000rpm during 4 days) caused the display (backlight-inverter) to switch off. To avoid a total crash all "unimportant" components are switched off, as for example the display -> backlight-inverter. By pressing the on/off button, the display was reactivated. (Refer assiosiated support case #18330) the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during a treatment with a patient, the system reproduce the following error: device defective (0xd00e), and the unit turned itself off. A few seconds later, they switched on the unit and returned to normal therapy, with no apparent problems. The patient did not suffer any injury derived from this failure. Complaint number: (B)(4).